Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shut down while transporting a patient. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: event site postal code- (B)(6); event site state- (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) shut down while transporting a patient. There was no patient involvement, and no harm was reported. A getinge field service engineer (fse) evaluated stated that batteries replaced. Repair completed. The device has passed all performance and safety tests according to the specifications of the parent company. The device has been returned to the customer and cleared for clinical use. The failure did not cause damage or inconvenience to operators or patients.